Event description:
It was reported that telemetry issues were experienced during an implant procedure. The implanted device was unresponsive to telemetry attempts by the physician programmer - (B)(4). The company representative that was present at the implant procedure was able to use the (B)(4) to read the pt's old implanted device, located on the left side, and they were able to communicate with the left-sided device. The health care professional implanted a new device, and was able to be communicate with it by the (B)(4).

Manufacturer narrative:
(B)(4).